Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were five samples received for evaluation. Two samples were used and three samples were not used. A function evaluation was performed on all five samples. During the evaluation, one sample had inverted lines in the valve; the feed line was reversed with the flush line. The other four samples were within specification. A possible root cause can be that the manufacturing operator did not use the fixture to correctly assemble the feeding line to the correct port in the valve. A formal corrective and preventative action was opened for this reported issue. A quality alert was generated to notify manufacturing personnel. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a enteral feed and flush set. The customer states the feed and flush bags are reversed.